Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for flows that were out of range and the power was at 10-11 watts. The ldh was elevated, but currently at 525, baseline 300, max 1600. Add'l info received from the clinical specialist notes that the patient is being medicated with integralin and heparin. Their kidney function is declining. A plan to optimize the patient then schedule a pump exchange at a later date. No further info is available at this time.